Event description:
It was reported that 20 bd micro-fine¿+ pro pen needles were unable to be attached to the pen. The following information was provided by the initial reporter, translated from japanese: "this is a report about the inability to attach pen needle to the pen. According to the user's report, the pen needle could not be attached to the pen. The needle npe seemed to be slanted/bent."

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided. H3 other text : see h10.

Event description:
It was reported that 20 bd micro-fine¿+ pro pen needles were unable to be attached to the pen. The following information was provided by the initial reporter, translated from japanese: "this is a report about the inability to attach pen needle to the pen. According to the user's report, the pen needle could not be attached to the pen. The needle npe seemed to be slanted/bent."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.